Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ¿shocking current sensations every 20 minutes in [their] right face and right arm.¿ it was stated the shocking occurred whether the implantable neurostimulator (ins) was switched on or off. It was noted the ins would ¿probably¿ be explanted as a result of the event. It was stated the patient was alive with no injury at the time of report. Additional information indicated that impedance testing had been performed six days prior to report. It was reported that unipolar electrodes 2, 3, 8, and 11 were found to have out of range impedance values of 2180, 2201, 2148, and 2370 ohms respectively. It was further reported the bipolar electrode pair of electrodes 8 and 11 was found to have an out of range impedance of 4067 ohms. Further information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information reported the patient¿s ins was ¿not explanted.¿ it was stated the patient¿s ¿tremor suppression had been effective all the time.¿